Event description:
Additional information was received that the patient continued to get rv alerts for low oor shock impedances. Patient was brought into the clinic and a breakdown of the vectors found that when the values were put into the calculation the value showed low impedance value on the rv, however the actual issue is high impedance values thought to be due to proximal coil to can vector. Suggested programming and performing defibrillation threshold (dft) test, as well as monitor closely.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead had a out of range low shock impedance value less than 20 ohms. It was noted that there was a single shock impedance spike of 83 ohms a few months ago, otherwise had been stable around 60 ohms. Recently while in the clinic, the impedance was mostly stable but had a value of 0 ohms and 26 ohms. There was no observation of non-physiologic noise, and they were not able to reproduce any unusual measurements or source of emi. Boston scientific technical services (ts) discussed the option of performing commanded shock testing to test the lead. Additional information was requested for troubleshooting and plan of action for the patient. The device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that no additional troubleshooting was performed, however they were planning to replace the lead. Details regarding revision were not known.

Event description:
Additional information was received that the field representative was in the office with this patient with low shock lead impedances to perform defibrillation threshold (dft) test testing. The plan was to first do a 41j commanded shock in triad and maybe continue with dft in rv coil to can. If that converts the patient and returns a normal shock impedance they would leave the system in this configuration. If there was an obvious shock impedance issue, they will likely change to an subcutaneous implantable cardioverter defibrillator (s-ICD). Further information indicated that the dft was successful, and the plan was to continue to monitor. The device remains in-service. No additional adverse patient effects were reported.